Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and seizure ("seizure") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's concurrent conditions included anemia, asthma, depression, vulva cyst, anemia, heavy periods and heavy periods. Concomitant products included ferrous sulfate, ibuprofen, levetiracetam (keppra), levothyroxine, ondansetron (zofran) and zolpidem tartrate (ambien). In (B)(6) , the patient experienced fatigue ("fatigue") and weight decreased ("weight loss"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxious"), nervousness ("nervous"), anger ("short temper"), menorrhagia ("menorrhagia"), urinary tract infection ("uti") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) , the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) , the patient experienced hypothyroidism ("hypothyroidism"). On (B)(6) 2014, 5 years 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain/low back pain"). In (B)(6) , the patient experienced seizure (seriousness criterion medically significant) and tooth disorder ("dental problems"). On an unknown date, the patient experienced nausea ("nausea"), abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (to remove the essure implant) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, seizure, anxiety, nervousness, anger, menorrhagia, urinary tract infection, female sexual dysfunction, hypothyroidism, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, alopecia, abdominal pain, back pain, tooth disorder, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anger, anxiety, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypothyroidism, menorrhagia, migraine, nausea, nervousness, pelvic pain, seizure, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: normal appendix. Indeterminate 2.2-mass in hepatic; on (B)(6) 2016: normal appendix. No acute intra-abdominal process ultrasound pelvis - on (B)(6) 2016: probable 1 cm uterine fibroid.free fluid in pelvis ultrasound scan vagina - on (B)(6) 2016: 2 cm functional cyst in the left ovary on unspecified date (B)(6) 2016 computerised tomogram abdomen revealed, nonspecific fluid filled small bowel loops within the mid lower abdomen would be seen with diarrhea or gastroenteritis. 2. Stable right hepatic hemangioma. On (B)(6) 2017, pathology tst revealed, uterus and bilateral tubes: adenomyosis, chronic cervicitis with squamous metaplasia, bilateral fallopian tubes .cul-de-sac stone: calcified material. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:depression, pelvic pain, menorrhagia. Abdominal pain, dyspareunia. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received: reporters information added. Events: hormonal changes describe: very anxious, nervous,short tempered, hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, apareunia (inability to have sexual intercourse), autoimmune disorder type of disorder: thyroid, migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), nausea, neurological conditions or problems type: seizures, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight loss, hair loss, essure confirmation not performed were added. Concomitant drugs, concomitant disease, lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and seizure ("seizure") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's concurrent conditions included anemia, asthma, depression, vulva cyst, anemia, heavy periods and heavy periods. Concomitant products included ferrous sulfate, ibuprofen, levetiracetam (keppra), levothyroxine, ondansetron (zofran) and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted .in 2009, the patient experienced fatigue ("fatigue") and weight decreased ("weight loss"). . In (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxious"), nervousness ("nervous"), anger ("short temper"), menorrhagia ("menorrhagia"), urinary tract infection ("uti") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced hypothyroidism ("hypothyroidism /thyroid disease"). On (B)(6) 2014, 5 years 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain/low back pain"). In 2016, the patient experienced seizure (seriousness criterion medically significant) and tooth disorder ("dental problems"). On an unknown date, the patient experienced nausea ("nausea"), abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal pain"), post-traumatic stress disorder ("ptsd"), endometriosis ("endometriosis") and medical device site nerve damage ("nerve damage from medical device"). The patient was treated with surgery (to remove the essure implant) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, seizure, anxiety, nervousness, anger, menorrhagia, urinary tract infection, female sexual dysfunction, hypothyroidism, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, alopecia, abdominal pain, back pain, tooth disorder, abdominal pain lower, vulvovaginal pain, post-traumatic stress disorder, endometriosis and medical device site nerve damage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anger, anxiety, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, headache, hypothyroidism, medical device site nerve damage, menorrhagia, migraine, nausea, nervousness, pelvic pain, post-traumatic stress disorder, seizure, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: normal appendix. Indeterminate 2.2-mass in hepatic; on (B)(6) 2016: normal appendix. No acute intra-abdominal process ultrasound pelvis - on (B)(6) 2016: probable 1 cm uterine fibroid.free fluid in pelvis ultrasound scan vagina - on (B)(6) 2016: 2 cm functional cyst in the left ovary on unspecified date- (B)(6) 2016 computerised tomogram abdomen revealed, nonspecific fluid filled small bowel loops within the mid lower abdomen would be seen with diarrhea or gastroenteritis. 2. Stable right hepatic hemangioma. On (B)(6) 2017, pathology tst revealed, uterus and bilateral tubes: adenomyosis, chronic cervicitis with squamous metaplasia, bilateral fallopian tubes .cul-de-sac stone: calcified material concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:depression, pelvic pain, menorrhagia. Abdominal pain, dyspareunia. Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received. Events ptsd, endometriosis, nerve damage from medical device were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and seizure ('seizure') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included endometrial ablation. *on unspecified date (B)(6) 2016 computerised tomogram abdomen revealed, nonspecific fluid filled small bowel loops within the mid lower abdomen would be seen with diarrhea or gastroenteritis. 2. Stable right hepatic hemangioma. On (B)(6) 2017, pathology tst revealed, uterus and bilateral tubes: adenomyosis, chronic cervicitis with squamous metaplasia, bilateral fallopian tubes .cul-de-sac stone: calcified material. Concurrent conditions included anemia, asthma, depression, vulva cyst, anemia, heavy periods, heavy periods, elevated liver enzymes, hypothyroidism, hepatitis, libido decreased, vaginal bleeding, light headedness, blacked out, transaminases abnormal, dysuria, syncope, irregular menstruation, diarrhea, urinary frequency, anxiety disorder, pelvic discomfort, vulva cyst, shortness of breath, unspecified inflammatory disease of uterus, seizure, nausea, vomiting, vaginal cuff dehiscence, vaginal discharge abnormality and pelvic abscess. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin), ferrous sulfate, hydromorphone hydrochloride (dilaudid), ibuprofen, levetiracetam (keppra), levothyroxine, ondansetron (zofran) and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced fatigue ("fatigue") and was found to have weight decreased ("weight loss"). In (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxious"), nervousness ("nervous"), anger ("short temper"), menorrhagia ("menorrhagia"), urinary tract infection ("uti") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced iron deficiency anaemia ("blood or heart disorder/condition type: iron deficiency anemia,"), 10 months 7 days after insertion of essure. In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced hypothyroidism ("hypothyroidism /thyroid disease"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain/low back pain"). In 2016, the patient experienced seizure (seriousness criterion medically significant) and tooth disorder ("dental problems"). On (B)(6) 2017, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation"). On (B)(6) 2017, the patient experienced peritoneal disorder ("other injury(ies) or complication(s) please describe: peritoneal stone"). On an unknown date, the patient experienced nausea ("nausea"), abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal pain"), post-traumatic stress disorder ("ptsd"), endometriosis ("endometriosis"), medical device site nerve damage ("nerve damage from medical device"), swelling ("swelling"), decreased appetite ("no appetite"), goitre ("thyroid gland is 3 times bigger") and pelvic adhesions ("lysis of adhesions") and underwent appendicectomy ("appendectomy"). The patient was treated with surgery (ablation and robotically assisted total laparoscopic hysterectomy and removal of peritoneal stone). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, seizure, anxiety, nervousness, anger, menorrhagia, urinary tract infection, female sexual dysfunction, hypothyroidism, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, alopecia, abdominal pain, back pain, tooth disorder, abdominal pain lower, vulvovaginal pain, post-traumatic stress disorder, endometriosis, medical device site nerve damage, iron deficiency anaemia, constipation, peritoneal disorder, swelling, decreased appetite, goitre, pelvic adhesions and appendicectomy outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anger, anxiety, appendicectomy, back pain, constipation, decreased appetite, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, goitre, headache, hypothyroidism, iron deficiency anaemia, medical device site nerve damage, menorrhagia, migraine, nausea, nervousness, pelvic adhesions, pelvic pain, peritoneal disorder, post-traumatic stress disorder, seizure, swelling, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: results: normal appendix. Indeterminate 2.2-mass in hepatic; on (B)(6) 2016: results: normal appendix. No acute intra-abdominal process. Ultrasound pelvis - on (B)(6) 2016: results: probable 1 cm uterine fibroid.free fluid in pelvis. Ultrasound scan vagina - on (B)(6) 2016: results: 2 cm functional cyst in the left ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:depression, pelvic pain, menorrhagia. Abdominal pain, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and social media received. New events: appendectomy, blood or heart disorder/condition type: iron deficiency anemia,, gastrointestinal or digestive system condition type: constipation, other injury(ies) or complication(s) please describe: peritoneal stone, swelling, appetite absent, enlarged thyroid, lysis of adhesions were added. Onset dates updated. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and seizure ('seizure') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included endometrial ablation. *on unspecified date (B)(6) 2016 computerised tomogram abdomen revealed, nonspecific fluid filled small bowel loops within the mid lower abdomen would be seen with diarrhea or gastroenteritis. 2. Stable right hepatic hemangioma. On (B)(6) 2017, pathology tst revealed, uterus and bilateral tubes: adenomyosis, chronic cervicitis with squamous metaplasia, bilateral fallopian tubes .cul-de-sac stone: calcified material. Concurrent conditions included anemia, asthma, depression, vulva cyst, anemia, heavy periods, heavy periods, elevated liver enzymes, hypothyroidism, hepatitis, libido decreased, vaginal bleeding, light headedness, blacked out, transaminases abnormal, dysuria, syncope, irregular menstruation, diarrhea, urinary frequency, anxiety disorder, pelvic discomfort, vulva cyst, shortness of breath, unspecified inflammatory disease of uterus, seizure, nausea, vomiting, vaginal cuff dehiscence, vaginal discharge abnormality and pelvic abscess. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin), ferrous sulfate, hydromorphone hydrochloride (dilaudid), ibuprofen, levetiracetam (keppra), levothyroxine, ondansetron (zofran) and zolpidem tartrate (ambien). In 2009, the patient experienced fatigue ("fatigue") and was found to have weight decreased ("weight loss"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), anxiety ("anxious"), nervousness ("nervous"), anger ("short temper"), menorrhagia ("menorrhagia"), urinary tract infection ("uti") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced iron deficiency anaemia ("blood or heart disorder/condition type: iron deficiency anemia,"), 10 months 7 days after insertion of essure. In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced hypothyroidism ("hypothyroidism /thyroid disease"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain/low back pain"). In 2016, the patient experienced seizure (seriousness criterion medically significant) and tooth disorder ("dental problems"). On (B)(6) 2017, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation"). On (B)(6) 2017, the patient experienced peritoneal disorder ("other injury(ies) or complication(s) please describe: peritoneal stone"). On an unknown date, the patient experienced nausea ("nausea"), abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal pain"), post-traumatic stress disorder ("ptsd"), endometriosis ("endometriosis"), medical device site nerve damage ("nerve damage from medical device"), swelling ("swelling"), decreased appetite ("no appetite"), goitre ("thyroid gland is 3 times bigger"), pelvic adhesions ("lysis of adhesions"), asthenia ("I started getting weak"), pyrexia ("shivering like ir was 5 degrees out side") and chills ("shivering ") and underwent appendicectomy ("appendectomy"). The patient was treated with surgery (ablation and robotically assisted total laparoscopic hysterectomy and removal of peritoneal stone). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, seizure, anxiety, nervousness, anger, menorrhagia, urinary tract infection, female sexual dysfunction, hypothyroidism, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, alopecia, abdominal pain, back pain, tooth disorder, abdominal pain lower, vulvovaginal pain, post-traumatic stress disorder, endometriosis, medical device site nerve damage, iron deficiency anaemia, constipation, peritoneal disorder, swelling, decreased appetite, goitre, pelvic adhesions, appendicectomy, asthenia, pyrexia and chills outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anger, anxiety, appendicectomy, asthenia, back pain, chills, constipation, decreased appetite, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, goitre, headache, hypothyroidism, iron deficiency anaemia, medical device site nerve damage, menorrhagia, migraine, nausea, nervousness, pelvic adhesions, pelvic pain, peritoneal disorder, post-traumatic stress disorder, pyrexia, seizure, swelling, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: results: normal appendix. Indeterminate 2.2-mass in hepatic; on (B)(6) 2016: results: normal appendix. No acute intra-abdominal process. Ultrasound pelvis - on (B)(6) 2016: results: probable 1 cm uterine fibroid. Free fluid in pelvis. Ultrasound scan vagina - on (B)(6) 2016: results: 2 cm functional cyst in the left ovary. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:depression, pelvic pain, menorrhagia. Abdominal pain, dyspareunia. Most recent follow-up information incorporated above includes: on 13-jan-2020: social media received: I started getting weak, shivering like ir was 5 degrees out side, shivering. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.